Manufacturer narrative:
(B)(4) follow up MDR for device evaluation no product or photo was returned by the customer. The customer complaint of separation other component-leak could not be verified due to the product not being returned for failure investigation. A device history record review for material# mz5316 and lot# 23039122 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 03mar2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd max zero extension set separated and leaked.the following information was received by the initial reporter with the verbatim:when the nurse was placing the extension tubing to the IV, the extension tubing "fell apart" at the "y."